Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt underwent lead replacement due to a leak break. Per reporter, the pt had generator replacement surgery the day before due to eos and when the new generator was attached to the leads, they found high impedance. The explanted lead was returned to the MFR and underwent analysis. During the visual analysis, the lead appeared to be broken in two places. Scanning electron microscopy was performed and identified the areas as being mechanically damaged and pitted which prevented identification of the coil fracture type. It was also noted that fluid had leaked into the inner an outer tubing due to cuts and abraded openings. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Noted that since the electrode section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. No other anomalies were noted.